Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v327758, implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that leads were broken and they found it when they did the impedance check. Hcp planned the explant of lead on (B)(6) 2016. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.